Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. Unrelated to the display issue, the cover of the bolus button was found to be detached from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, this report is made based on results of investigation completed on 07/16/2014.